Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse visually inspected all the wafers from 1 market unit and found an unknown number of wafers with an off centered starter hole. The products were not used and were thrown out. No photo is available at this time.